Event description:
It was reported that physician had an issue withdrawing a leadless pacemaker introducer from a patient's femoral vein during an implant procedure. Physician suspected it was due to a venous spasm. The introducer was eventually able to be removed, and a balloon dilation was performed under angiography. The procedure was precautionarily suspended without implant taking place. Patient was stable.